Event description:
It was reported that a user received an alert indicating a pairing failure while attempting to pair a dexcom g7 sensor with the system, then successfully reattempted pairing during the call and proceeded through sensor warm-up. Symptoms included no reported adverse physiological effects and no reported blood glucose impact. Outcomes included no medical intervention and no interruption to therapy. Investigation included user troubleshooting and education over the phone. Investigation of this case revealed that the device functioned as expected after re-pairing and no recurring malfunction was identified. It was concluded that the event was resolved with user-led re-pairing and did not result in injury.